Manufacturer narrative:
(B)(4).

Event description:
Reported via service team, "staff reported low battery warnings despite having charged the pump". No further information has been made available by the customer.